Event description:
On 10-jun-2025, the user reported experiencing elevated blood glucose (bg) levels after being disconnected from the ilet for most of the day. A glucometer reading the bg at 595 mg/dl and went to the emergency room (ER) with outside assistance. The user confirmed they were diagnosed with diabetic ketoacidosis (dka) and were admitted to the hospital for treatment with intravenous (IV) insulin and fluids. The user was discharged on (B)(6) 2025 and resumed use of the ilet. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device logs confirmed that on (B)(6) 2025, the user's cgm sensor expired, and the ilet entered bg-run mode. The user did not enter any bg values during this period, and insulin delivery was suspended in accordance with the ilet's design. No device malfunction was identified. Based on the available information, the reported diabetic ketoacidosis (dka) appears to be related to suspended insulin delivery during bg-run mode when no bg values were entered. The cause of the event was traced to user not following instructions to manually enter bg values during bg-run mode as outlined in the instructions for use.